Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was relocated. During the procedure, the physician accidentally pulled the leads down and out of the epidural space. The physician had difficulty placing the leads causing the leads to go intrathecal multiple times. Patient experienced new leg weakness and increased pain in recovery. Despite pain medication there was no improvement, and the physician had the patient transported to the emergency room where the patient was admitted for further imaging. Leg weakness has improved.